Event description:
Hypoglycemia unconsciousness[come hypoglycaemic]

Event description:
A patient reportedly was hospitalized due to severe hypoglycaemia in 2001. In the morning the patient administered 4 iu of actrapid by patient's innovo and then patient had breakfast. 2 hours later patient was hypoglycaemic. Patient was taken by ambulance to the hospital and released after a few hours. The patient recovered completely from the event. Follow-up information received on 17 july 2001: reportedly, the blood glucose on the admission to hospital was 0.7. The pt does not remember what treatment was received. Pt was unconscious at the event. Pt did not make any change in physical activity in relation to the event. Nor did pt omit any meals in relation to the event. Pt experienced hypoglycaemia approximately 2 weeks prior to this event. The patient's regimen of insulin treatment is 30 iu protaphane and 4 iu actrapid in the morning and 2 iu protaphane plus 4 iu actrapid later in the day. This regimen has not been changed prior to the event. The patient's hba1c level or usual blood glucose levels are unknown. The pt recovered on the same day of the event.